Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window, detached end cap and missing end cap sticker. The displacement test and occlusion test was unable to be performed due to detached end cap. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was over 300 mg/dl. Customer advised the end plate on the buttons popped off. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was dropped and the casing was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.